Manufacturer narrative:
The device was turned on and the power supply was smoked. The service engineer installed a new power supply. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 740 ventilator after turning on the device "power supply smoked". The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Device evaluation summary: the replaced power supply was returned to medtronic for analysis. It was observed that there was thermal damage on the printed circuit board (pcb), which is the likely cause of the reported condition. The power supply that was returned is now obsolete and no schematics, design files or replacement parts were available so no further investigation was possible. If information is provided in the future, a supplemental report will be issued.

Event description:
.